Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their site. The customer states the insulin might crystalize at the end. The customer states their blood glucose level had been high 567 mg/dl. The customer declined to troubleshoot for the highs. The customer was advised the body may be rejecting the cannula. The customer was assisted with site issues. The customer was advised to monitor the device and contact their healthcare provider.